Manufacturer narrative:
(B)(4). Additional information: the device was manufactured 01/26/2015 ¿ 01/29/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient discovered a minicap sponge that had twisted and had come out from the minicap. This occurred during setup of peritoneal dialysis therapy. The patient discarded the minicap and did not use the product. There was no patient injury or medical intervention associated with this event. No additional information is available.